Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found the sleeve and tip clamp worn, and a crimp in the 2-pole ribbon cable on position #10. Fse replaced the sleeve, tip clamp, plunger clamp, and the 2-pole ribbon cable on position #10. The instrument was tested without further problem and returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).